Event description:
Report received from the us indicating the device "cannot attach to motor." It is known that the device was used in surgery and that no pt injury was reported. It is not known if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot attach to motor" was confirmed. Reliability engineering found debris and dried detergent in the lock sleeve mechanism and dried o-rings, exacerbated by improper or ineffective cleaning and maintenance. If add'l info is received, a supplemental report will be sent. (B)(4).